Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, r3 shell, hemi head, modular sleeve and screws were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported elevated metal ion levels and tissue character may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause for the heterotopic ossification cannot be concluded. Some patients can be genetically predisposed to heterotopic ossification, and it is a known complication of joint surgeries, but it is related to the procedure and not the device. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to elevated metal ion levels and pain.